Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated "c" ring on the driver block opposite the driver arms on the driver block was missing. Stated it was preventing insulin from pushing through.